Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was giving inaccurate high control reading. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. On unspecified date/time the patient reportedly obtained a control reading of "158 mg/dl" with the subject meter and the control range on the vial of test strip she was using was "107-142 mg/dl". The patient manages her diabetes with 50 mg of janument; however, the patient denied taking any action in response to the alleged meter issue. It is not known if the patient tested her blood glucose with another/secondary device after the alleged issue occurred. According to the csr's documentation, as a result of the alleged issue the patient's "blood glucose sugar" reportedly went "low" (symptoms not specified and date/time not clear). The patient, however, denied receiving any form of treatment after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the patient was using the correct vial of control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.